Manufacturer narrative:
The customer reported tubing would not prime, and returned one unused sample of material 2420-0007, lot 24053286. Upon initial visual examination, the set had no defects or abnormalities. It should be noted that the roller clamp was engaged. After opening the roller clamp, the set was infused with water via gravity, and the complaint could not be verified. There were no observed issues with the set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that; tubing would not prime.